Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a frozen display. Customer¿s blood glucose value was 8.4 mmol/l. Customer was not able to unblock screen. Customer stated that the time clock was advances. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display was recurred. Customer reports the screen was not completely blank. Customer stated that the no alarms were occurred during or after the time that the buttons were not responding. Customer stated that the insulin pump buttons began to work in less than 5 minutes without battery change. The device will not return for the analysis.